Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the mcl20 clip applier would spit (2) clips at a time. The case was completed with the same instrument. There was no consequence to the pt.